Manufacturer narrative:
Torn sleeve/iris. Evaluation summary: instrument a was returned with the packaging tray and dried body fluids. Device was returned with the iris torn and attached to the upper ring. The sleeve was found to be torn and attached to the flex ring. Functional testing could not be conducted due to condition of returned instrument. The upper and lower ring teeth are intact and undamaged. The lower protective ring was found to have cut marks on the outside edge of ring that are consistent with the tear origination point of the iris and sleeve. Based upon the inquiry information received and visual examination it was concluded that the lap disc iris and sleeve were torn making the instrument non functional. Additional lot#: 040225.

Event description:
It was reported that during a hand-assisted laparoscopic nephrectomy, two lap discs broken upon insertion. It was not reported how the procedure was completed. There was no pt consequence.